Event description:
The following was reported to davol. It was reported that the surgeon hydrated the ventralight st patch for a few seconds, he then inserted the patch through the trocar and noted that the "gel barrier seemed to be sloughing off". The patch was not implanted the surgeon used another bard device to complete the procedure. There was no pt injury reported. However, as reported, had the mesh been implanted the effectiveness of the mesh may have been compromised creating a potential for mesh adhesions to sensitive organs. As such we are reporting this as a malfunction.

Manufacturer narrative:
A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Based on the available info, we are unable to verify the reported product problem. However, it has been reported that the device is being returned to davol for eval. When/if the device is returned and has been evaluated, a supplemental MDR will be submitted.